Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The baxter field service engineer reported a flogard infusion pump with a "broken ac power cord ground pin"; this condition had the potential to interrupt delivery. This condition was found during preventive maintenance during initial inspection. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a broken ac power cord ground pin. To correct the condition, the ac power cord ground pin was replaced. If any additional information is received, a follow up MDR will be sent.